Manufacturer narrative:
The customer reported that the central nurse's station (cns) shows communication loss (comm loss) on all teles. Technical support (ts) troubleshot the issue and discovered that the uninterruptible power supply (ups) failed in the it closet. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: org: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) shows communication loss (comm loss) on all teles. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) shows communication loss (comm loss) on all teles. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shows communication loss (comm loss) on all teles. Technical support (ts) troubleshot the issue and discovered that the uninterruptible power supply (ups) failed in the it closet. There was no patient injury reported. Investigation summary: based on the available information, a definitive root cause could not be identified. However, common causes of ups failure are power surges and wear and tear from normal use. The available information does not suggest that there was a malfunction of the device. Manufacturer references # (B)(4).